Event description:
The customer reported an error condition of vc199 (vacuum chamber) errors was generated when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified leak of approximately 20-40 ml of a blood waste mixture contained inside the instrument. Customer was not aware of the leak. The fse also identified and corrected the mtm (multi-transducer module) alignment. The operator was wearing personal protective equipment. There were no reports of exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found cbc (complete blood count) waste chamber, vc115, was leaking at bottom waste fitting, causing the error condition of (vacuum chamber) vc199 errors. The fse cleaned the area and replaced vc115 to repair the leak. Additionally, the fse cleaned all mtm (multi-transducer module) components and performed mtm alignment. (B)(4).